Manufacturer narrative:
The product was not returned, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and eight months following the implant of this transcatheter bioprosthetic valve, the valve gradient was greater than 40 mmhg. Two years and nine months following the valve implant, the valve was explanted and replaced with a surgical valve. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received, updated with the patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve appeared distorted; oval shaped. The valve was discolored showing evidence of blood contact. Coaptation could not be determined as all leaflets had been excised. All leaflets, as received, exhibited excised sections consistent with histopathology sampling. All commissures were intact. Glistening off white pannus lined the inflow crown extending into the inflow aspect. Radiography revealed calcification on the margin of attachments of all leaflets and on the inferior belly of all leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradient increase over time can be caused by a variety of factors, including valve related factors (such as degeneration, thrombus, and calcification) or non-valve related factors (such as left ventricular outflow tract obstruction, patient pressures, left ventricular dysfunction, and valve position). Upon review of computed tomography (CT) images, no thrombus was revealed. The subject device was returned to medtronic and gross visual evaluation indicated the leaflets exhibited calcification nodules, which likely led to the reported high gradients. Several factors can contribute to the onset of calcification such as patient medical history (age, disease stage, and comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, the patient was (B)(6) at implant, which may have contributed to this event but an assignable root cause could not be determined at this time. The patient medical history and comorbidities have not been provided. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.